Manufacturer narrative:
H3, h6: the affected device was returned for evaluation in used and decontaminated condition. Downstream occlusion (dso) seal was bubbled and degraded. The manufacturer representative performed functional testing and visual inspection. Customer's reported problem was verified by visual inspection. The previous service on (B)(6) 2023 was for the same reason of ¿dso seal damaged¿. This reason for return is related to a past service. Service history review identified that the device was last serviced (B)(6) 2023, for an issue related to "dso seal damaged." The manufacturer representative replaced the dso sensor seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had a downstream occlusion (dso) seal degradation. There was no patient involvement.